Event description:
The customer reported that the system was hard down and unable to display an image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control board was determined to be defective and a system software was also determined to be required to complete the repair. The customer has declined a system repair at this time.